Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, the b31 (scope communication error) occurs due to damage to the video connector board, the images could not be obtained due to damage to the imaging unit, the curved rubber adhesive was missing and the video connector case was cracked. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope had b30 scope communication error. Upon inspection and testing of the returned device, it was discovered there was a b31 scope communication error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the event is presumed to be a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. The cause has not been determined. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the b30 error was detected on (B)(6) 2022, during return inspection of the subject loaner device. The no image and b31 error were detected at the inspection for repair estimation. There was no patient involvement.